Manufacturer narrative:
Additional data: device evaluated by MFR - device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic bent and residue on lens. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.50/2.0/082 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.